Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted on valves, a small crack was noticed on the valve cap. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use, however, it was noticed that the dilator could only be locked into the hemostatic valve with a lot of force. During the procedure, after the sheath was pushed into the left atrium and the surgeon pushed the farawave catheter into the sheath, the surgeon noticed that the device was constantly drawing air out of the sheath while performing aspiration. There was no air to be seen in the visible part of the sheath shaft. To resolve the issue the physician decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use, however, it was noticed that the dilator could only be locked into the hemostatic valve with a lot of force. During the procedure, after the sheath was pushed into the left atrium and the surgeon pushed the farawave catheter into the sheath, the surgeon noticed that the device was constantly drawing air out of the sheath while performing aspiration. There was no air to be seen in the visible part of the sheath shaft. To resolve the issue the physician decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Faradrive sheath was re-evaluated for leak testing, failing to seal 15-psi positive pressure with a 0.140" pin gage inserted and leaked from the hemostatic valve. The device also failed to seal 5-psi vacuum pressure at four different test points. Microscope inspection of the hemostatic valve found the external valve to be torn by the opening slit, which resulted in the loss of its ability to seal pressure within the sheath.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use, however, it was noticed that the dilator could only be locked into the hemostatic valve with a lot of force. During the procedure, after the sheath was pushed into the left atrium and the surgeon pushed the farawave catheter into the sheath, the surgeon noticed that the device was constantly drawing air out of the sheath while performing aspiration. There was no air to be seen in the visible part of the sheath shaft. To resolve the issue the physician decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.